Event description:
During arthroscopy of left shoulder an abrasion/burn (superficial) noted to operative region. Md using the shaver handpiece noted that device was hot to touch and caused a blanched area on hand through user's gloves.